Event description:
Pt was status post complex cervical diskectomy with spinal instrumentation on (B)(6) 2011. While still hospitalized, upon removal of the surgical drain from the cervical area by the neurosurgeon's pa (physician's assistant), there seemed to be a degree of tension and then a break with a portion of the drain tubing remaining in the anterior neck. A CT of the cervical spine confirmed a small retained fragment of tubing extending across the anterior portion of the spine from c4 through c5. The pt was taken to surgery on (B)(6) 2011, where the fragment was removed w/o problems. The pt was discharged on (B)(6) 2011, with no residual effect related to the event.